Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) would periodically display low vacuum. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d5, h6(medical device ¿ problem code) additional information: e1(initial reporter: (B)(6). Verified that unit would periodically alarm low vacuum. Unit would display the error very briefly, after a few seconds the message would disappear. Unit inflation and deflation operation did not seem to be affected by the error. The unit would continue to operate in normal condition whenever the error was present. As a proactive repair. The system timer was near 10k (9300), installed the 5k rebuild kit. Found that the safety disk exceeded 1000 hours interval, replaced the safety disk. Allowed the unit to operate in clinical mode for one hour to verify that system could operate without error. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.